Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button on the pump was no longer responsive. The customer's blood glucose level was in the 300¿s (mg/dl range), and was addressed with correction boluses. Reportedly, the customer was able to access the pump features as the customer was able to successfully deliver correction boluses by navigating into the bolus menu. At the time of the reported event, the customer's bg level was 127 mg/dl.